Manufacturer narrative:
Film analysis the reported contrast leakage was confirmed on the films provided; however, the exact cause or type of endoleak could not be determined. The anatomy at implant is unknown and complete post-implant films were not provided. Angiograms (including endoleak interrogation) could allow for a more comprehensive determinations of the endoleak source/cause. It is most likely that the observed endoleak was a distal type ib endoleak but a type iii separation or tear endoleak could also not be ruled out. It is possible that disease progression of the aneurysm over the duration of implant may have been a factor but this could not be assessed. Additional information received: it was reported the stent graft was extended to the external iliac artery over the emboli on both internal iliac arteries on 24-aug-2021 and the endoleak resolved. It was confirmed it was the two limbs etlw1624c124ej & etlw1624c93ej that contained the ib endoleaks. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: etlw1624c124ej, serial/lot #: (B)(4), ubd: 13-oct-2018, UDI#: (B)(4); product ID: etlw1624c93ej, serial/lot #: (B)(4), ubd: 20-jul-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcate stent graft system was implanted in the endovascular treatment of a 81mm abdominal aortic aneurysm on the (B)(6) 2016.  It was reported on the date of a CT on the (B)(6) 2021, a type ib endoleak was confirmed from both common iliac arteries.  As per the physician the cause of the event can not be determined.  No additional clinical sequelae were provided and the patient will be monitored.

Manufacturer narrative:
This report is being submitted as part of a retrospective review and remediation for CAPA 564121 per (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.